Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringes had a scale marking isue. The following information was provided by the intial reporter: " approximately 20 309657 3ml syringes were found without any markings on the barrel. All syringes were part of lot#3242479, though other syringes in the lot were not impacted."

Manufacturer narrative:
(B)(4)¿ follow up MDR for device evaluation one photo of 3 ml luer-lok syringes was received by bd. A quality engineer was able to review the samples from lot number 3242479 regarding material number 309657. The image shows two packages from the top web side with all applicable product information and two loose syringes with no defects observed and the other with all scale markings missing. The condition observed is non-conforming per product specification. Potential root cause for the missing print defect is associated with the marking process. A device history record review was completed for provided lot number 3242479 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.